Event description:
A patient presented with grade 4 degenerative mitral regurgitation (mr), with a broad jet proximal isovelocity surface area (pisa), and anterior leaflet prolapse. On (B)(6)2022, one mitraclip was implanted. There was no indication of an adverse patient effect or clinically significant delay. On (B)(6)2022, the patient returned for a follow-up visit. The mitraclip was partially detached from the anterior leaflet. The mr was recurrent at grade 4. On (B)(6)2023 second clip intervention was performed to stabilize the partially detached mitraclip. An nt was implanted reducing the mr to grade 1. There was no adverse patient effect or clinically significant delay during second clip intervention. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) appears to be due to patient conditions (anterior leaflet prolapse). Mitral valve insufficiency/ regurgitation (mr) appears to be due to the partial clip movement (migration). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.h6 medical device problem code 2507 removed.